Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during assessment of the arctic sun device, no information had been received. Test chiller pump and cca ca card installed in decontamination for unit to cool. Chiller pump was shorted and damaged cca ca card. Unit had 4782 pump hours since last recorded preventive maintenance, recommending 2k preventive maintenance. Per procedure the control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. Tank gaskets worn and torn due to age. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. Deep scratches on control panel screen and this had no effect on the operations of the control panel. Initial test observed low or marginal flow rate.

Event description:
It was reported that during assessment of the arctic sun device, no information had been received. Test chiller pump and cca ca card installed in decontamination for unit to cool. Chiller pump was shorted and damaged cca ca card. Unit had 4782 pump hours since last recorded preventive maintenance, recommending 2k preventive maintenance. Per procedure the control panel coin cell battery had reached an age of or beyond 2 years old and required replacement. Tank gaskets worn and torn due to age. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. Deep scratches on control panel screen and this had no effect on the operations of the control panel. Initial test observed low or marginal flow rate.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Corrections: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.